Manufacturer narrative:
The event was confirmed by the qa technician through functional and visual inspection. A leaking substance was found on the outside of the device. As the housing contains no liquid substance, it is possible the substance is associated with cleaning. The seal on the housing was broken/damaged. It is possible that the damage was caused by excessive sideload based on the risk document. The housing was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the seal of the housing has a crack and it is leaking during preparation of use at user facility. After receiving at manufacturer facility, service confirmed the o ring on the housing latching mechanism was cracked and evidence of leakage was found. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the seal of the housing has a crack and it is leaking during preparation of use at user facility. After receiving at manufacturer facility, service confirmed the o ring on the housing latching mechanism was cracked and evidence of leakage was found. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.